Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive to presses. Contact indicated they will continue to use the pump for insulin therapy. In addition, it was reported that the customer experienced low blood glucose (bg) levels (69 mg/dl). Contact was unsure of the cause for low bg levels. Customer drank juice to stabilize bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Low bg issue- tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User did not utilize the cgm option of their t:slim g4 pump. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.